Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a follow-up high, out of range, pacing lead impedance and loss of capture were observed. The lead will be replaced. No additional information was available.